Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mpm506 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and barbed suture was used. It was found that the suture had broken off when knotting during surgery. There were no adverse consequences to the patient.